Event description:
It was reported that the pump battery gauge was fluctuating, leading to the pump shutting down. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.